Manufacturer narrative:
It was reported that the end-user experienced skin breakdown and required an unidentified procedure. After multiple good-faith attempts, the facility contact was unable or unwilling to provide additional patient, product, or procedural information related to the reported incident. The reason for use and the frequency of change of the product is unknown. The location of the reported skin breakdown or the length of time between its discovery and the unidentified procedure is unknown. No additional intervention or follow-up care was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause could not be determined. Due to the reported incident, the need for the unidentified procedure, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced skin breakdown and required an unidentified procedure.